Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 39565-65, serial# : (B)(4), implanted: (B)(6) 2017. Product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The distributor reported that there was a lead with high impedance without response to the tests performed. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The lead was replaced by another lead. The event occurred during the procedure. The issue was resolved at the time of report. There were no patient symptoms or complication associated with the event no medical or surgical interventions were needed to prevent a permanent impairment or function. The event did not lead or extend patient hospitalization. There was no injury associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no anomaly with the lead. If information is provided in the future, a supplemental report will be issued.